Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Ketone levels were identified as life threatening by health care provider. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.

Manufacturer narrative:
(B)(6) 2026 and provided tandem additional information regarding the hospitalization event from (B)(6) 2025, b5 updated.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; the customer¿s blood glucose (bg) level was over 500 mg/dl. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Ketone levels were identified as life threatening by health care provider. Customer was treated intravenously with fluids of saline and insulin. The customer was released 3 days later. Reportedly the customer was "released too early" and the customer went to a different hospital and was subsequently admitted to the ICU on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2025.